Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Eug extra-uterine-gravidity - "trocar bended and obturator tip has been broken during establishing pneumoperitoneum. The abdominal wall of the patient is very strong (1989) and the patient is know to have adhesion formation on trocar site." Patient status - "ok".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation with the obturator inserted in the cannula. Upon inspection, engineering confirmed that the obturator tip had broken off. The unit was also found to be bent and the cannula cracked. The exact root cause of the breakage of the obturator tip is unknown; however this may have been due to excessive force being applied to the unit. This document represents our final report.